Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system check out. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).

Event description:
Manufacturer's ref #:(B)(4). Importer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). We have not received any information whether any parts needed to be replaced to solve the reported issue. The device logs were received and the evaluation shows that the reported pressure transducer test failed on one occasion. The pressure transducer test failed due to the zero pressure offset value on all four pressure transducers being outside the allowed limit. The pressure transducer tests prior to and after the reported failure were successful. Based on the log evaluation alone, we have not been able to determine the true cause of the reported event.